Event description:
Customer reported that she woke up with low blood glucose readings of 46 mg/dl and believes that the bolus wizard is giving her too much insulin. Customer stated that she meant to giver herself 0.9 units and instead gave 9.0 units. Customer has treated with food and their blood glucose readings are 100 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.